Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst noted that a por of dvdd supply occurred on (B)(6) 2016. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached recommended replacement time (rrt) on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The sic went up to 428 within 15 days.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: further analysis of the returned device was inconclusive. Analysis confirmed the field-recorded por. Analysis demonstrated that the device was fully functional including nominal system current drain when externally powered. No new pors were generated during the analysis and no hybrid anomalies were observed. The battery was overheated during analysis, preventing further destructive analysis. No cause for the por could be determined.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a vreg power on reset occurred on (B)(6) 2016.

Event description:
It was reported that a patient alert was activated on the implantable cardioverter defibrillator (ICD) for a full electrical reset. The cause of the electrical reset was related to a power supply. The ICD was explanted and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.